Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified and 75% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. Interaction as the ses was pulled into the sheath and/or manipulation of the compromised device during removal likely resulted in the reported material separation of the nose cone from the ses into the sheath. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the superficial femoral artery (sfa). The 5.50 x 200 mm supera self expanding stent system (ses) was advanced to the target lesion however the stent failed to deploy from the ses. The ses was pulled into the sheath however the nose cone of the ses broke off and remained in the sheath. During removal of the sheath out of the patient, the sheath came out containing the detached nose cone together with the ses. A replacement supera was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.